Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was vacuum issue with the vitrectomy probe before surgery. The procedure type was unknown. The condition of cutting was unknown. There was no information about patient harm. Additional information received by health care professional that the cutting condition was seven thousand five hundred cycles per minute. The surgery was completed on the same day by replacing with new probe. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for actuation, and nonconforming for aspiration. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The sample was tested with a syringe and resistance was felt. A wire barely inserted into the aspiration path. The sample was retested with a syringe and resistance was felt, solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure. The root cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the foreign material in the aspiration path cannot be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).